Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.0cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had dislodged. The physician presented for lead revision procedure on (B)(6) 2019. The physician attempted to reposition the lead, but it could not be fixed and the lead dislodged after the patient coughed. The lead was explanted and replaced the lead on (B)(6) 2019. No patient consequences were reported.